Event description:
A caller reported a malfunction on the pump, identified by malfunction code 5, but no notable events occurred prior to the malfunction. The customer did not report whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the caller with resetting the pump by providing pump reset information, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.